Event description:
It was reported the device exhibited error 41541. There was unknown patient involvement.

Manufacturer narrative:
B3: unknown. One device was received for evaluation. Visual inspection found a bubbled dso seal. Functional testing was able to duplicate the reported issue. It was determined that the optic/lock flex sensor was the root cause and was replaced. The service history review identified no indication that the complaint was related to a service of the device within the review period.